Manufacturer narrative:
Event took place during set up with no patient involvement. There are no details available about the broken serial digital interface (sdi) connector. The concomitant devices used with this device are unknown. The device was not dropped nor came in contact with a hard surface or sharp corner. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for this device in the past one year. It is likely that the serial digital interface (sdi) in connection port is broken because of the failure of the quantum board in the printed circuit board. Since the device is not returned, a root cause for this failure cannot be determined. It is possibly an accidental failure of the electronic components.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device had a broken serial digital interface (sdi) in connection port that could not be used. The device image had a white pixel on the screen as customer had connected the video cable to video out. Once the cable was connected to video in the image white pixel issue was resolved. There is no harm reported to any patient.